Event description:
Customer reported blood glucose results of 483 mg/dl, 311 mg/dl, 240 mg/dl, 158 mg/dl, 184 mg/dl, and 532 mg/dl within 10 minutes on the aviva system, 219 mg/dl within 10 minutes of the 532 mg/dl on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.